Manufacturer narrative:
This report is submitted on october 31, 2023.

Manufacturer narrative:
This report is submitted on september 8, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to pain and poor performance from activation. There are no plans to re-implant the recipient with a new cochlear device as of the date of this report.